Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. Customer provided no patient or procedure information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site to investigate a report that the operating room staff noted that tube and image intensifier had became misaligned. Fse checked unit and verified proper operation according to hydravision dr system service checklist qssrwi4.1. Fse reports that there was no problem found.